Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the device failed the probe check. The distal end of the device was inspected under a microscope and found the probe is about 19mm detached, missing portion returned. The ptfe pad (teflon pad) was inspected and found the teflon pad has normal wear, no metal exposed, no abnormalities.

Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the jaw area, including the non-teflon probe, is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy, the non-teflon side of the blade broke off. The broken off fragment did not fall into the patient. There was no reported patient injury. The procedure was completed with another similar device.